Manufacturer narrative:
No service was requested. Investigation and repair was performed by third party service provider who reportedly replaced the transformer in the compressor. The transformer was not returned for investigation. Since no parts were returned for investigation, the root cause of the event has not been determined. (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref: (B)(4).